Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with erosion due to device migration at the anterior pocket location. No evidence of infection and the pt was then scheduled for intervention so as to reposition the device into a submuscular location. The day prior to intervention, an infection became evident and the entire system was explanted. The pt remained hospitalized with antibiotic treatment. No current discussion on a replacement system and no add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.